Event description:
The customer reported that the system locked up. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The monoblock x-ray tube was evaluated and identified as requiring replacement. A service quote was issued to the customer. No conclusion can be drawn as further system analysis or repair information is unavailable at this time and no additional service information was provided.